Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the patient stated he can hear the pump alarming probably starting a week ago. Patient said they finally figured out the alarm was coming from the pump. Patient does not have any medication in the pump and the pump has been turned off since 2011 due to longevity. The patient was redirected to their healthcare provider to further address the issue on whether or not to have the pump removed.

Manufacturer narrative:
B3. Event date is month and year valid. See b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.